Event description:
During a routine hemodialysis treatment, a reported pt blood loss of 210cc occurred. It was reported that a low arterial pressure alarm occurred. Pt did not report to caregiver that alarm occurred. When caregiver responsed to alarm, blood circuit was clotted. Rinseback not attempted resulting in pt blood loss. No medical intervention was required.